Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to a "component failure". The patient was transferring into the wheelchair under the supervision of the caregiver. When the patient pushed himself up in the seating system from the armrest on the wheelchair the backrest gave way. The patient was not injured in this event. However, a nearby nurse was struck by the backrest hinge assembly and taken to the hospital. We have made multiple attempts to learn more about the nurses injury and have been unsuccessful. The wheelchair was evaluated and failure mode confirmed. The mounting bracket for the recline actuator that attaches to the seat frame broke off. Permobil opened an investigation and placed the suspect bracket on-hold. A durability test was performed to verify/validate the continued use of replacement parts. Results indicated no unusual or significant deterioration of the components were detected and the recline actuator and suspect bracket met acceptable performance margins. Following these results, replacement components were released and supplied to the dealer for repair of the device. Note: the patient and caregivers who failed to follow instruction for use will be educated not to use the armrests as supports during transferring or weight shifting as stated in the owner's manual. In order to assess the full impact of this failure mode, CAPA (B)(4) has been opened to further investigate, correct and monitor effectiveness. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received reports that the front attachment point for the recline actuator snapped off causing the backrest to give way. The patient having been in the wheelchair fell out as a result of this failure. During this event, a nurse was behind the wheelchair and was struck by the sudden fall of the backrest and was taken to the hospital to check for injuries.